Event description:
It was reported that approximately four months after this pacemaker system was implanted, the patient was exhibiting pocket erosion without penetration of the skin. The patient was admitted to the hospital for a pocket revision and is fully recovered. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.